Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon. The visual inspection of the returned products noted that the dissector balloon, valve seal and doors appeared intact. The obturator was not received. The insufflation bulb was received. Pmv performed functional testing; due to a hole in the balloon could not be inflated. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic inguinal hernia repair, the device's balloon was not inflating when pumped. The doctor used another device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the device's balloon was not inflating when pumped. Patient status: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic inguinal hernia repair, the device's balloon was not inflating when pumped. Patient status: unknown. The doctor used another device to complete the case.